Event description:
Procedure: repair of rupture aneurysm. Reportedly, the surgeon fired the instrument and then the cartridge would not open. Had to clamp either side then cut the instrument off the renal vein.